Event description:
Customer complaint - limited data available. The customer stated that the device caused their stomach to turn red.

Event description:
Customer complaint - limited data available stated device caused stomach to turn red.